Event description:
Dacron patch used because of small calibrer of the enternal caroted after end arterectomy. Sewn in place. Just prior to completing this, the shunt was clamped and removed from the internal, followed by removal of the common. After remaining stiches, irregations etc. & occlusioln with a debakery & external & internals were opened, the dacron palcr bled profusely. Multiple packs & pressure was needed for a time. - needed to use thromicin over patch before it finally sealeddevice labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: none or unknown. The device was not destroyed/disposed of.